Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced multiple occlusion alerts on a recently replaced ilet, with subsequent events despite prior tubing checks and a fill-tubing procedure; blood glucose was reported as unaffected, and the user receives prefilled cartridges, uses a cd 23" 6 mm infusion set, rotates sites without noted scar tissue, and changes supplies every other day. Symptoms included device occlusion alerts without reported hypoglycemia or hyperglycemia. Outcomes included temporary interruption of insulin delivery resolved by troubleshooting and, upon guidance, a full supply change with replacement connectors and infusion sets arranged. Investigation included guided troubleshooting to inspect for kinks, perform fill-tubing, and implement a complete supply change from a new box to isolate component contribution. Investigation of this case revealed that the occlusion alerts were consistent with infusion set or connector-related flow restriction that improved only after a full supply change, indicating a supply-related issue rather than confirmed pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was infusion set or disposable component performance consistent with use- or component-related occlusion.